Manufacturer narrative:
The customer later provided there were no malfunction with reprocessing accessories. There was no delay in pre-cleaning or in manual cleaning. Air / water (a/w) was flushed during pre-cleaning. Detergent flushed during manual cleaning. It was noted there was not adequate brushing around the elevator. The forceps elevator was moved up & down for three times in water during pre-cleaning. The customer stated they yes for wiping. But brushing is not confirmed during they manual cleaning process. Detergent was flushed around the forceps elevator during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material but could not identify the material. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the customer¿s evis exera ii duodenovideoscope device had considerable play in the angulation knob and forceps elevator components. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the forceps elevator. The foreign material was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign matter lodged in the forceps elevator. The foreign material was ocher in color, and could not be identified. The customer's originally reported issue of angulation play was confirmed, but the forceps elevator issue could not be confirmed (there was no skipping observed). The following additional findings were also noted: assorted scratches, dents, and wrinkles, dirty and discolored components, bending section cover adhesive detachment, scope cylinder shaved, and wear of the angle wire causing knob play and bending angles to not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.